Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that post initial implant, the patient complained of phrenic nerve stimulation and had increased right ventricular thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.